Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. During the procedure, the pacemaker set screw was found to be stripped when connecting the right atrial (ra) and right ventricular (rv) leads to the device. Both the ra & rv leads were successfully connected but had difficulty in removing them from the pacemaker. The physician elected to replace the pacemaker while both the ra & rv leads remained implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.